Event description:
The patient reportedly experienced a decrease in performance. X-ray confirmed that the device electrode had migrated since the initial implant surgery. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.